Manufacturer narrative:
Medwatch field g5 - PMA/510(k) # was updated.

Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6). Occupation was lay user/patient.

Event description:
The initial reporter received a questionable result from coaguchek inrange meter serial number (B)(4). The meter result was 6.1 inr and the laboratory result using neoplastin reagent was 4.1 inr. The therapeutic range was 2.5-3.5 inr.